Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated potassium and falsely depressed chloride results generated on the architect c4000 for one sample. Results provided: (customer normal reference range: potassium 3.5 ¿ 5.0 meq/l, chloride 95 ¿ 107 meq/l) initial k+ result = 8.0 meq/l, repeat results = 4.8 meq/l, 4.18 meq/l initial cl- result = 3.1 meq/l, repeat results = 107 meq/l, 106.67 meq/l the customer stated there was no change in treatment. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) was dispatched and performed extensive troubleshooting to resolve the issue. During that troubleshooting service observed the tubing, ict pinch valve (rohs) was pinched and clogged where the ict module and syringe connect. Service replaced the tbg, water nozzle #4b to vacuum man (rohs). The module function was verified with a control run. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and provides adequate information regarding the troubleshooting of erratic/discrepant results. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the tubing, ict pinch valve (rohs) did not identify any trends. A review of the product monitoring review scorecard found no trends of the architect c4000 processing module with regards of the to the current issue. A review of historical data found no non-conformances related to the current complaint. Based on the investigation, no systemic issue or deficiency for the architect c4000 processing module for sn (B)(6) was identified. All available patient information was included. Additional patient details are not available.